Event description:
Ng tube was placed and when trying to remove wire, it was met with resistance. Removed and replaced ng tube; while trying to remove wire, the green cap came off. Removed ng tube and placed a salem sump.